Manufacturer narrative:
Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. The device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes of the event.

Event description:
On (B)(6) 2022 the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. It was reported that the trunk-ipsilateral leg component was successfully advanced and that there were no issues observed with the leading olive tip. The device was successfully deployed, reconstrained, and moved down slightly. The device was opened and reconstrained one more time for additional adjustment. It was reported that, as the device was being unconstrained, the right side of the graft began to pull down and fold in on itself. It was observed that the left side of the graft appeared to move up as the leading olive tip was pulled down towards the middle of the graft. It was suspected that the leading olive tip was caught on the constraining loop. It was reported that there was difficulty advancing the pigtail catheter up to the intended location, but that the device was deployed to 100% with no issues. The delivery catheter was removed with all pieces intact. Ballooning was performed and an aortic extender component was used to extend the device proximally. There were no reported patient adverse events. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H6: investigation conclusions code updated to code d15 cause not established.

Manufacturer narrative:
H.6. Investigation findings: code 213- an analysis of relevant data was performed in view of supporting the identification of possible causes of the event. The evaluation performed by engineering showed the following: three peri-operative images were provided and were used to perform the engineering evaluation. The provided image after the reported initial deployment depicts an expected appearance of the device during deployment. In the provided image after the reported repositioning, the trailing end of the leading tip can be seen below (inferior) to the top of the proximal stent row, and the proximal stent row appears to not be orthogonal to the vessel walls. In the provided image after the reported deployment to 100% diameter, the angle between the device guidewire, and the proximal stent row is consistent with the device not being placed orthogonally to the vessel wall. Based on the findings from the evaluation, the images provided are consistent with non-orthogonal placement of a gore® excluder® conformable (excc) aaa endoprosthesis trunk stent graft. However, the events that contributed to the placement and therefore the cause of the non-orthogonal placement could not be confirmed. Additionally, the physician¿s suspicion that, ¿the leading olive tip was caught on the constraining loop,¿ and the observation that, ¿there was difficulty advancing the pigtail catheter up to the intended location,¿ could not be investigated nor confirmed with the available information. H.6. Investigation findings: code 3233 updated to code 213 h.6. Investigation conclusions: code 11 updated to code 4315.

Manufacturer narrative:
H.6. Type of investigation codes b14 and b17 remain unchanged. H.6. Type of investigation: code b15 - an imaging evaluation was performed by a clinical imaging specialist on three provided jpeg images. The imaging evaluation noted, "the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate." H.6. Investigations findings codes c19 remain unchanged. H.6. Investigation findings: code c19 - the imaging evaluation found the following: three jpeg images were provided for evaluation. Unable to manipulate images in any way (window leveling, etc.) And no name, date, or demographics were present on the images submitted. Jpeg #1 appears to show a fully deployed device. Jpeg#2 appears to show that the proximal marker on the right side of the image appears to be distal to the proximal markers on the left side of the image. The olive tip on the deployment catheter can be visualized at the level of the lowest proximal marker of the device on the right side, thereby suggesting that the olive tip may be caught and pulling the proximal device down as the reported information suggests. Jpeg #3 appears to show a misaligned proximal device and annotation on the file says the device is fully deployed. H.6. Investigation conclusions code d1501 updated.